Event description:
It was reported that foreign matter was found before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter. "There is an insect in the syringe."

Manufacturer narrative:
H.6. Investigation summary: one loose 10ml syringe containing approximately 3ml of clear fluid inside with a red tip cap attached was received and evaluated. It was observed there was a small insect inside attached to the barrel wall at the 6ml marking. The potential root cause for the foreign matter is not determined. The syringe was manipulated, and the insect was found outside of the fluid path of a non-sterilized product. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, "there is an insect in the syringe."